Event description:
The home patient (hp) contacted baxter's technical service center a system error 2240 which occurred on the homechoice during use during dwell 3 of 4 while the patient was connected. The hp cycled the power to get a system error 2367 alarm, then again to clear it. The baxter technical services representative assisted to end therapy and advised the hp to contact her nurse. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that the patient had not reported the alarm to her, but that she had seen her the previous day and she was doing well and continuing therapy on the homechoice. Bps spoke with the care giver on (B)(6) 2012. She stated that there was nothing unusual about the supplies, and that the patient's therapy has been going well since. There were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.